Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff of the device had an air leak for 200 ml and found audible. The pressure in the cuff was at 30. Inflating up to 45 did not resolve the air leak, nor did change on patient's head position. The patient had an additional procedure (re-intubation) which required sedation and paralysis. The entire trach was removed and the balloon found to be intact. The patient's condition did not affect getting discharged sooner.